Event description:
It was reported that the pt had a "disrupted catheter." The physician planned to refill the pt's pump with preservative-free normal saline until the pt could be scheduled for a catheter revision. The medication being delivered via the device system was fentanyl.

Manufacturer narrative:
(B) (4).